Event description:
Pt had device inserted into breast for radiation therapy. At a later date, after implantation, pt was at home and balloon burst. Pt had to go back to surgery for removal and replacement. No injuries. Reporter knows of another case, that the exact same thing happened. Device has same lot number as this report.